Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the sheath was too close and the stent inadvertently partially deployed into the sheath resulting in the reported difficult or delayed activation and the reported entrapment of device. As reported, cut down surgery was performed to cut of the portion of the stent that had been deployed in the sheath. 95% of the stent was noted to have been deployed in the target lesion without issue. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a cto lesion in the iliac artery with mild calcification and mild tortuosity. The 7x100m abs pro vascular self expanding stent system (sess) was advance to the target lesion without issue; however, when pulling the sheath back to place the stent and then deploying the stent, approximately 5mm of the stent was noted to have been deployed in the sheath. Therefore, cut down surgery was performed to cut of the portion of the stent that had been deployed in the sheath. 95% of the stent was noted to have been deployed in the target lesion without issue. There was no adverse patient sequela. No additional information was provided.